Manufacturer narrative:
Event date: about 1 month prior to aware date. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent proxi catheter was selected for a thrombectomy procedure . The catheter had a leak at the pump. A freeze screen was observed while doing thrombectomy inside the patient during the middle of the procedure. They reset the machine, but it did not work. Another device was used to complete the procedure.